Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 13 previously reported events are included in this follow-up record. Product return status 11 devices were received. 2 device investigation type has not yet been determined. Event confirmation status 11 reported events were confirmed. Evaluation results 3 devices were found to be affected by an electrical problem. 7 devices were found to be affected by a fatigued component. 1 device was found to be affected by an electrical problem and a fatigued component.

Event description:
This report summarizes <noe> 13 </noe> malfunction events in which the device experienced an irrigation issue that could lead to overheating. 10 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 13 previously reported events are included in this follow-up record. Product return status 11 devices were received. 2 devices were not available for evaluation. Event confirmation status 11 reported events were confirmed. Evaluation results 3 devices were found to be affected by a damaged electrical component. 7 devices were found to be affected by a damaged irrigation pump. 1 device was found to be affected a damaged electric component and a damaged irrigation pump.

Event description:
This report summarizes <noe> 13 </noe> malfunction events in which the device experienced an irrigation issue that could lead to overheating. 10 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 13 events were reported for this quarter.   Product return status; 11 devices were received. 2 device investigation types have not yet been determined.   Event confirmation status: 9 reported events were confirmed; the cause traced to component failure. 2 device evaluations are still in progress. Evaluation results: 6 devices were found to be affected by a damaged irrigation pump. 2 devices were found to be affected by a damaged electrical component. 1 device was found to be affected by a damaged electric component and a damaged irrigation pump.   Additional information: 13 devices were not labeled for single-use. 13 devices were not reprocessed and reused.

Event description:
This report summarizes 13 malfunction events in which the device experienced an irrigation issue that could lead to overheating. 10 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.